Event description:
As reported by the patient, almost one year after percutaneous coronary intervention (pci) with a cypher stent in the right coronary artery (rca), the stent moved and it was treated with another cypher stent. The patient had severe chest pain and pressure in her chest when she returned to the hospital in 2006. They also told her that her stents were blocked.

Manufacturer narrative:
Medical records received from the patient's cardiologist indicated that the patient underwent percutaneous transluminal coronary angioplasty (ptca) for in-stent restenosis. The medical staff did not confirm the stent movement. Additional records regarding both the initial and follow-up procedures have been requested. All subsequent information received will be submitted within 30 days upon receipt. This is one of two products associated with this event that were reported under the following manufacturing numbers 3003742446-2007-00268 and 3003742446-2007-00269.